Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. A fracture is suspected on the lead and a grommet or setscrew issue is suspected on the implantable cardioverter defibrillator (ICD). The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was rising and device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lia triggered on (B)(4) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and impedance. There are 2 lead failure predictor "lfp" events of less than 220 ms v-v cycle recorded between (B)(4) 2014 ventricular pace impedance rises from 475 ohm on (B)(4) 2014 to 760 ohms on (B)(4) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.